Manufacturer narrative:
The pump was received with blank display due to moisture damage at the electronic assembly. The self-test, unexpected restart error test, rewind, occlusion test, prime, excessive no delivery test, displacement test were unable to be conducted due to blank display. The pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was exposed to fluid. The customer's blood glucose level at the time of incident was unknown. The customer states they received weak battery alarm. The customer tried to change out the battery, but the alarm returned. The customer was advised the pump would be replaced and returned for analysis.